Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which found that the device had an unusual noise and excessive vibration. During repair, it was observed that the bearings were worn out and showed corrosion. It was determined that the worn out bearings showing corrosion was consistent with normal use. It was further determined that the worn out bearings was what caused the unusual noise and excessive vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device had an unusual noise and excessive vibration. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.